Event description:
The pt was implanted with a left ventricular assist device (lvad). A user facility report received from the (B)(6) registry stated the pt was admitted to the hospital for gi bleeding. Lft's (liver function test) and rft's (renal function test), lactate and hemolysis labs were elevated. An rhc (right heart catheterization) showed low co/ci (cardiac output/cardiac index) with elevated pa/pwp/cvp (pul,monary artery/pulmonary wedge pressure/central venous pressure). And echo demonstrated a decrease in flow through the lvad pump. No alarm information was provided. The pt expired on (B)(6) 2013. According to additional information provided by the hospital, no autopsy was performed and the pump will not be returning for eval. The cause of death was not reported to the MFR.

Manufacturer narrative:
(B)(4). No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.